Event description:
Patient had persistent groin pain following right total hip arthroplasty in 2004. During revision performed in about 8 months later, acetabular components were found to be loose and implants were replaced.